Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure, by an unknown surgeon on an unknown date. It was reported that the er320 failed to fire. The case was completed with another er320 and there was no consequence to the pt.